Event description:
It was reported the patient was no longer receiving stimulation in the right temple (off label use). The patient plans surgical intervention to address the issue. The sjm representative interrogated the system, several leads were invalid and stimulation was not regained. Note the patient received four leads from the same lot.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.